Event description:
It was reported that: "during st-elevation myocardial infarction, patient was brought to cath lab, medical doctor accessed left groin, upon gaining access and putting in the 4f stiffen micro-introducer the sheath became dislodged into the patient's body. With assistance from vascular surgeon, the dislodged sheath was retrieved with snare."additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A DHR review was completed for lot 73m2300378, and no issues or nonconformities were noted. Case details were reviewed. Additional information could not be requested as the reporter elected to not be identified. Based on the information, the most likely root cause of the issue was undeterminable. The der process will continue to monitor for any similar events. Corrected data: correction to UDI was updated from (B)(4) to include the full UDI.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "during st-elevation myocardial infarction, patient was brought to cath lab, medical doctor accessed left groin, upon gaining access and putting in the 4f stiffen micro-introducer the sheath became dislodged into the patient's body. With assistance from vascular surgeon, the dislodged sheath was retrieved with snare." Additional information has been requested from the account.